Manufacturer narrative:
Additional, changed, and/or corrected data: e.1., e.3.

Event description:
Healthcare professional reported right side rupture discovered by ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported, right side rupture. Discovered by ultrasound. Device has been explanted and replaced.

Event description:
Healthcare professional reported rupture of the right device discovered by ultrasound and confirmed during surgery. The device has been explanted and replaced with a new implant.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side rupture discovered by ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿rupture: observed two openings assessed as fold flaw opening and surgical damage. Additional observations:¿no other observation observed. No further actions are required since no manufacturing issue is observed.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture discovered by ultrasound. Device has been explanted and replaced.